Manufacturer narrative:
The device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery remaining of 47% in (B)(6) 2020, while in (B)(6) 2021 the device triggered elective replacement indicator (eri). At the latest follow up in september 2021 the deice showed 14% battery remaining, thus the patient was hospitalized and the device was explanted. No additional adverse patient effects were reported.